Event description:
It was reported by the customer that a pyxis medstation es system indicated a message as "power failed" which was happening every 7-10 days. Customer stated that the malfunction was reoccurring and user prevented from removing medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, d9, h6, e3. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 02-oct-2022 to 01- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system indicated a message as "power failed" which was happening every 7-10 days. A technical support specialist found no error codes while checking logs and got confirmed from customer that there were no issues related to the power failure. The system functioned as intended after the technical support specialist assessed the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device displayed an error notice on every seven to ten days. Technical support specialist confirmed there was no issues that related to power failure. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system indicated a message as "power failed" which was happening every 7-10 days. Customer stated that the malfunction was reoccurring and user preveneted from removing medications. There were no adverse events or injuries reported based on this event.